Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the cause of the issue was that the patient did not charge in a timely fashion. The issue was not yet resolved as the patient was meeting with a manufacturer representative (rep) on february 23, 2018. The dizzy, weak, wobbly, and falling were all said to be unrelated to the device. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 37746 (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2017. It was reported that the patient programmer was not powering on. The patient removed and re-inserted the new batteries in the patient programmer, which resolved the issue. The patient powered on the patient programmer and attempted to sync. The patient reported seeing poor communication screen on the patient programmer. The patient was not able to communicate with the recharger. The patient was redirected to their healthcare provider to address the potential overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that on (B)(6) the patient's ins had quit working and they stopped feeling stimulation. They tried to charge the ins about a week prior to the report, but they were seeing the reposition antenna screen on the recharger. The last time they charged the ins successfully was a couple weeks prior to the report. The patient programmer was also displaying an informational screen to replace the batteries in the patient programmer. They tried replacing the batteries in the programmer and bypassing the informational screen but that did not resolve the issue. The caller stated they would try to get new batteries for the programmer and would call back to do further troubleshooting. It was reviewed that if the programmer does not connect after putting new batteries in the programmer, then they will need to contact their doctor to have their device checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient programmer was not powering on. The patient removed and re-inserted the new batteries in the patient programmer, which resolved the issue. The patient powered on the patient programmer and attempted to sync. The patient reported seeing poor communication screen on the patient programmer. The patient was not able to communicate with the recharger. The patient was redirected to their healthcare provider to address the potential overdischarge. No further complications were reported/anticipated. On (B)(6) 2017 crts (B)(4)update (con): no new information. On (B)(6) 2017 undel: no new information. On (B)(6) 2017 comm task (B)(4) (con): additional information was obtained from the patient. They reported they did not know for sure what the cause was for the loss of stimulation, loss of telemetry and their ins not working. They stated they had not been keeping their device charged up and they had gotten dizzy, weak and wobbly and then fell two times since (B)(6) 2017. It was noted they have high blood pressure, and the high blood pressure may have been the cause of the dizziness, weakness, being wobbly and falling. They stated they have an appointment scheduled with their doctor for (B)(6) 2017 and will ask their doctor to have a manufacturer representative present to check their device. They also provided what their weight was in (B)(6) 2017. No further complications were reported.